Event description:
The customer reported that the device's ready for use indicator was displaying a red x that could not be cleared. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.